Event description:
It was reported that during a surgery on (B)(6) 2024, when using the skull connecting plate, the doctor fixed one side of the screw, but when fixing the other side, the skull connecting plate directly shattered and could not be used continuously. Plate fragments were removed, but the screw got stuck in the skull and could not be removed for further use. Procedure was completed with a delay of twenty minutes. Patient was stable. This report is for a 2.0mm rapid resorbable cortex screw 4mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a synthes employee. H3, h6: part: 806.004.02s. Lot: 215l365. Release to warehouse date: 05 september 2023. Manufacturing site: werk bio oberdorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.